Manufacturer narrative:
Correction to d4 of the initial report, the UDI was inadvertently left out of the initial report. Correction to h10 of the initial report: the olympus hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of gram positive bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented, to provide additional information provided by the customer: the cleaning, disinfection and sterilization (cds) was performed, by the customer. As per the customer, the device was not used in a procedure, while waiting for the results. After the positive culture was observed, the device was quarantined. The device was held in vertical storage, prior to sampling. There have not been any deviations, deficiencies, concerns in reprocessing. Pre-cleaning was performed immediately after the patient procedure, pre-soaking was performed as manual cleaning was not performed within one hour of the procedure. The detergent used was aniosyme x3. The instrument channel, suction cylinder, biopsy canal were brushed. All channels were flushed with and immersed into the disinfectant. Filtered water was used to rinse, after disinfection. The concentration and expiration of the disinfectant was controlled. The detergent used was cln soluscope, the disinfectant used was paa soluscope, all channels were connected with tubes, when the endoscope was setting up into the automated endoscope reprocessor (aer). The concentration was controlled, the water quality was provided, but could not be specified. The device was dried by the dry process of the aer blow dried by compressed filtered air. And the endoscope was stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection and sterilization (cds) was performed, by the customer. There was no patient infection.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of bacillus. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the key top 1 was incised / had cuts, the bending section cover insulation was not to specification, the plastic distal end cover was cracked, the bending section cover adhesive had a white-clouded area, the connecting tube had buckling, the switch box was cracked, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive on (B)(6) 2023, for 49 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.